Manufacturer narrative:
Additional customer contact phone: (B)(4). Getinge service not involved. Fse found while onsite for a software update. Fse requested pm history for this device, in order to complete reporting. The customer emailed fse a previous service report with the information that I needed. Fse have since looked closer at this email and found that it should be reported as a complaint as it describes a service event (that was completed in-house, getinge service not involved). Pump unexpectedly shut down while on patient. Ran pump overnight with no issues while plugged into a/c power. Checked error log and found no alarms during incident. Replaced compressor due to hours and nvram clock chip due to age. Ran pump through pm after repairs. One battery did not pass battery test and only ran for 35 minutes when manual states it should last 45 minutes. Replaced both batteries. Ran battery test again with new batteries and they last 60+ minutes. All manifolds test passed. H3 other text : repair done by customer in-house biomed

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shut down. The customer biomed then ran pump overnight with no issues while plugged into a/c power. Checked error log and found no alarms during incident. Replaced compressor due to hours and nvram clock chip due to age. Ran pump through pm after repairs. One battery did not pass battery test and only ran for 35 minutes when manual states it should last 45 minutes. The customer reported that there was no patient harm.

Manufacturer narrative:
Updated data: h6. **UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).